Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The manufacturing history was reviewed, with no irregularities noted. Since the subject device was not evaluated, omsc could not determine the cause of the event. Based on the similar event, there is possibility that the probe was cracked due to using the subject device having a scratch on the probe continuously, and broke eventually due to the load applied by contacting a forceps. As the cause of the scratch on the probe, it is possible that the physician scraped the probe with a sharp object such as a scalpel to remove carbonized tissue accumulated on the probe, or activated the ultrasound output while the probe tip was in contact with metal such as a clip and forceps. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain procedure, when the physician accidentally contacted the probe of the subject device with a forceps outside the patient's body, the probe of the subject device broke. The procedure was completed with another device. There was no report of patient's injury regarding this event.